Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced an episode of syncope. It was determined that the device had recorded sudden brady response (sbr) episodes, corresponding with sudden drops in heart rate. It was noted that this patient had previously reported feeling symptomatic with sbr. Evidence reasonably suggests that the pacemaker was operating appropriately per programming, but programming may not have been optimal for the patient's needs. The device was reprogrammed to reduce the sensitivity of the sbr feature. No additional adverse patient effects were reported.